Event description:
A pt called to report that he is experiencing blurred vision, discomfort and loss of peripheral vision since he had bilateral intraocular lens implant surgeries. During phone f/u conducted with the implanting surgeon on 10/27/2006, the surgeon confirmed the pt has complained of glare when driving and blurred vision. During a postoperative exam, the surgeon noticed severe anterior capsular fibrosis and performed a yag capsulotomy both anterior and posterior ou. The surgeon reported that following the yag procedures, in 2006, both eyes looked great with clear capsules. The pt's bcva od and os was 20/25 distance and near vision was j1ou (without correction). Add'l info has been requested including the pt's current status. MDR#1119421-2006-00381 od. MDR#1119421-2006-00382 os.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested from the surgeon by fax and by mail on 10/31/2006. F/u was conducted by phone on 10/27/2006, 11/07/2006 and 11/09/2006. Info was provided during phone f/u. A completed questionnaire has not been provided to date.